Event description:
On (B)(6) 2024, during a follow-up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius he experienced an infection and had an exposed catheter. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2024 following an incident where he did not replace the cap on his pd catheter (not a fresenius product) following a ccpd treatment at home (exact date unknown). It was explained the patient reported this event to the outpatient clinic and his pdrn told him that he should present to the clinic for prophylaxis with antibiotics. The patient was asymptomatic with clear effluent fluid when he presented to the clinic on (B)(6) 2024. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique following a ccpd treatment on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and a one-time dose of ceftazidime at 1000 mg. The patient has remained asymptomatic throughout his treatment course while he recovers from this infection at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home.